Event description:
Doctor was performing restorative filling procedure with patient under local anesthesia when the patient stopped the treatment stating she felt heat on her lower lip from the handpiece. Doctor checked the patient's lip and there was no sign of redness or blistering. No reported injury to the patient and no further medical treatment required.